Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The single target lesion was a restenotic lesion located in the iliac artery with an 8mm reference vessel diameter and a 40mm target lesion length. The lesion had 100% stenosis pre-procedure and 60% stenosis post-procedure. The lesion was negative for vessel tortuosity and calcification. The lesion morphology was tight concentric stenosis. The patient experienced pain during the procedure. Post-procedure comment states, "no satisfactory outcome post cutting balloon, maybe made easy post dilatation by standard balloon at 20 atmospheric pressures (atm) .¿ a stent implantation was performed on the target lesion. No further data was provided.